Manufacturer narrative:
Discrepant negative grading for one column in abo reverse typing for one patient sample using biovue® technique in on their ortho vision¿ analyzer. Investigation to define root cause is in progress no biased result was reported to the physician the patient was not harmed.

Event description:
Complaint reporter is reporting a discrepant negative grading for one column in abo reverse typing for one patient sample using biovue® technique in on their ortho vision¿ analyzer. The complaint reported said that on (B)(6) 2016, the complainant had tested a patient sample for abo blood group typing using ortho biovue® system abo-rh/reverse cassette in combination with their orthovision¿ analyzer and that they had obtained negative reaction with biovue anti-a and anti-b reagents, a positive reaction (4+ reaction grade) with a1cells and a negative reaction with b cells. The customer said that no result interpretation was provided for the abo blood group typing as abo forward and abo reverse typing results were not concordant. The complaint reporter said that based on the image displayed for associated cassette ID (B)(4) on the screen, the complainant would have graded the reaction for cell b of the abo reverse typing as positive (3 or 4+ reaction strength). The customer said that no biased result was reported to the physician. The customer said that the patient was not harmed.